Manufacturer narrative:
H3: complaint could not be confirmed by investigation as no samples or pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the anesthesia repeatedly failed the leak check. A pin sized hole was found in the machine circuit which might negatively impacted the patient and impaired ventilation. This happened again after exchange for a new circuit. The event was found before starting the therapy. There was no patient harm/adverse event reported.